Event description:
It was reported the patient underwent a total knee arthroplasty on an unknown date. Subsequently the patient underwent a revision due to an unknown reason. Surgical technique was utilized, no foreign bodies were retained. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown, femoral component, unknown. Unknown, tibial component, unknown. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the catalog and lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a total knee arthroplasty long time ago on an unknown date. Subsequently the patient underwent a poly exchange where the patient had their knee replaced overseas and had an infection that was treated with a dair. Surgical technique was utilized, no foreign bodies were retained. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were - updated: a1; a2; a3; b4; d2; g1; g3; g6; h1; h2. - corrected: b5. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.